Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the patient's impedances were low and out of range, no clinical manifestations were noted, and per the principal investigator they were not clinically significant. A test on (B)(6) 2010 resulted in low impedances in the left vim. A test on (B)(6) 2011 resulted in low right and left vim impedances. A test on (B)(6) 2011 resulted in low left and right impedances. A test on (B)(6) 2012 resulted in low left vim impedances. A test on (B)(6) 2013 resulted in low right and left vim impedances. A test on (B)(6) 2014 resulted in low left vim impedances. A test on (B)(6) 2014 resulted in low left vim impedances. A test on (B)(6) 2014 resulted in low left vim impedances. A test on (B)(6) 2015 resulted in low left vim impedances. A test on (B)(6) 2015 resulted in low left vim impedances. It was noted the issue was possibly related to the device/therapy and unlikely related to the implant procedure. No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received from an hcp of a clinical study indicated the issue was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's weight was not known. The ins was still implanted and the cause was not determined. The issue remained unresolved with no further action planned as of (B)(6) 2018.

Event description:
Additional information was received. The issue was ongoing. Reprogramming dates were added. The following dates reprogramming was do ne: (B)(6) 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2016, (B)(6) 2016, and (B)(6) 2017. It was also noted that the impedance was out of range, no clinical manifestations noted. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.